Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a 1.7 cm drain flange had been mounted upside down. Per email received from the ibc representative on 29-jan-2020, the drain could not be installed due to a non-conforming flange, so it was not sutured.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (no original packaging), used abramson sheath sump drain. It was noted that the retention clip was deformed and assembled backward, with the wider end on the side of the tip. This did not meet the specification, which stated "verify correct retainer, connector, plug and filter and were assembled correctly. The retention clip was able to be moved back and forth along the shaft. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be error of inspector. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿irrigating the drain in an attempt to keep the sump drain itself patent, surgeons often set up a drip irrigation to cleanse the drain material. Irrigate with sterile saline through the irrigation port. Drain remains connected to auxiliary suction. Irrigating the wound area occasionally, surgeons choose to introduce medication to the wound area or to perform a peritoneal lavage. If so, do the following: 1. Disconnect suction. 2. Cap filter vent and suction port. 3. Introduce irrigant through irrigation port. 4. To re-establish sump action, remove caps from suction and air vent lumens. Reconnect to suction source. Turn on suction."

Event description:
It was reported that a 1.7 cm drain flange had been mounted upside down.it was later reported from the international business center (ibc) representative on 29-jan-2020, that the drain could not be installed due to a non-conforming flange, so it was not sutured.